Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the guidewire was kinked at 135.0cm from its proximal end and resistance was experienced during functional testing using a demonstration excelsior sl-10 microcatheter. The guidewire likely became kinked because of the resistance encountered while removing it from the dispenser hoop but definite cause cannot be determined. The guidewire ptfe coating was scraped off on several places on its proximal ptfe approximately 37.0cm section. The coating was scraped on the guidewire along its length on one side of the guidewire and it was also off around the guidewire. Because the guidewire introducer and torque device were not returned, and because it is unknown how the guidewire was used with the guidewire introducer and torque device, a definitive cause for the analyzed guidewire ptfe coating peeling could not be determined.

Event description:
Based on the investigation of the returned product, the ptfe coating was scraped off on several places on its proximal ptfe section.